Manufacturer narrative:
Analysis received the unit with blank display due to broken solder joint on the interface board. Analysis was unable to test the operating currents, low battery alarms and off no power alarm due to blank display. There was no moisture damage found on the electronic and motor assemblies. There was no damage noted on isolation tape on the lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 187 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.